Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 40 mg/dl. The customer had calibration errors. The customer stated blood glucose was 240mg/dl the next morning after eating. The customer was treated for the low blood glucose with sugar. Customer¿s blood glucose level was 40 mgdl at the time of the call. The customer was assisted with troubleshooting. The customer was advised to change sensors . There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.